Manufacturer narrative:
Evaluation summary: evaluation of device concluded that one or both sides of the inner dovetail lips are compressed down indicating that it did not slide under the male dovetail on the tibia plate, instead went over. This may result when articular surface is not correctly placed and oriented before pushing it using inserter instrument. Incorrect insertion technique appears to be the cause of the problem. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that during surgery in 2008, the surgeon was unable to seat the articular surface into the tibial baseplate. Surgery was delayed for 30 minutes.